Manufacturer narrative:
No patient information provided. No patient injury reported. Only the hospital name, city and country was provided. Expiration date and manufacture date at time of initial report unknown. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made. The reported lot in this event does not include the solvent process change but did include the new material.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked within the "y" connection. No patient injury was reported. The type of fluid being used was saline. The leak occurred after priming and before pressure was given or before fluid reached to the patient.

Manufacturer narrative:
Corrected information: report date & date received by MFR: 3m first became aware of this event on june 1, 2016. Note: this was confirmed by the local international site. The reason for the delay is they were waiting for an invoice and were not aware they could make entry without it. This caused a delay to the us. Additional information: at the time of initial report the expiration date or manufacture date was not known. This information has been added to report date and date received by MFR. End of report.